Manufacturer narrative:
Additional information: due to characterization limit e1 (event site full name :(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the waves don't appear on the ball screen of cardiosave iabp (intra-aortic balloon pump). The numerical values do. And it worked, but customer can't get the waves to appear.

Event description:
It was reported by customer during a rehearsal with the team that the waves don't appear on the ball screen of cardiosave iabp (intra-aortic balloon pump). The numerical values do. And it worked, but customer can't get the waves to appear. No patient involvement.

Manufacturer narrative:
Updated: b4, b5, b6, b7, d9, d10, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, health effect ¿ impact codes and investigation conclusions) and h11. A getinge field service engineer (fse) was dispatched to evaluate the unit and the problem was unable to be reproduced. The fse checked the proper functioning of the cables and the equipment and observed no faults. The device was returned to expected use. The fse calibrated and passed all functional and safety tests per factory specifications.

Event description:
N/a

Manufacturer narrative:
Updated field : b4 , g3 , g6 , h2 , h11. Corrected field : h6.